Event description:
According to the reporter: when the patient was given treatment, the catheter was broken in the body. The catheter was immediately removed from the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).